Manufacturer narrative:
(B)(4): eval, results & conclusion: (device locked on wire and damage resulted). Eval summary: a clear liquid and blood residue were present inside the inflation lumen. The balloon bond was stretched. The balloon was partially inflated. The tip seal had become detached at the distal side of the tip seal bond. The device was placed in a water bath to disperse the hardened contrast to facilitate balloon inflation. Following 24 hours in the water bath the device was still not able to inflate. Liquid was moving up along the distal shaft but it could not inflate balloon due to the stretching.

Event description:
An attempt was made to use a sprinter legend rapid exchange balloon dilatation catheter 2mm diameter 15mm length. The first and second inflation and deflations were successful. On the third dilatation attempt, the balloon would not fully deflate. The device was removed from the body through a guiding catheter. Deflation was attempted in vitro but failed again. The tip of the device was detached. The physician reported no possibility of the tip fragment remaining in the pt. It is reported that heparin and saline were mistakenly filled in the inflation lumen before the procedure. No additional clinical sequelae were reported.